Event description:
Two drs were performing a wrist and shoulder arthroscopy concurrently when the scope being used in the wrist procedure stopped working; dr had no visuals and no backup scope so the wrist procedure was stopped at that time. The shoulder procedure was completed. The pt was under general anesthesia at the time. The wrist procedure had not been rescheduled yet. There was no other pt impact.